Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomaly.

Event description:
It was reported that during a procedure there was high impedance (specific impedance value and involved electrodes were not specified). It was reported that the device was opened but not implanted. It was stated that the device would be returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned to the manufacturer for analysis.

Event description:
Additional information received reported that the manufacturing representative sent the device back to the manufacturer the prior night.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.